Manufacturer narrative:
The manufacturer received x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and revision surgery is being planned due to due to pain, implant fracture.

Event description:
Investigation has been completed.

Manufacturer narrative:
Event description: it was reported that a patient underwent an initial right total hip arthroplasty on february 10, 2020. Subsequently, on march 03, 2020 the patient reported pain and the feeling of the hip locking. An x- ray identified that the ceramic parts are fractured and loose. Revision surgery was performed on march 19, 2020. Surgeon replaced head and liner. Review of received data: x-rays: an undated x-ray was received for investigation. The x-ray show the right hip with a hip arthroplasty. It is clearly visible that there are fragments distal to the shell. Only the pre-revision radiograph has been received from the hospital. It was confirmed that post-primary radiographs were not available. Without the post-primary radiographs we cannot evaluate whether the components have migrated or if the initial positioning was adequate. Images: a picture of the fractured liner was received. Surgical report: surgical reports and patient related information were not provided due to gdpr. Product evaluation: visual examination: the head and the liner were received for investigation. The head is not fractured and exhibits metallic smearing and some dents on the articulation surface. The head taper shows the commonly observed seating pattern indicating the contact between the stem and the head. The liner is fractured and only two fragments were received. When holding them together it is obvious that some pieces are missing and were not received for investigation. The fracture fragments of the liner show several metallic smearing. Based on this visual examination the fracture of the liner can be confirmed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Additional product documentation: the incoming inspection protocol was reviewed and showed no anomalies. The heads were manufactured according to specification. Conclusion: it was reported that a patient underwent an initial right total hip arthroplasty on (B)(6) 2020. Subsequently, on march 03, 2020 the patient reported pain and the feeling of the hip locking. An x- ray identified that the ceramic parts are fractured and loose. Revision surgery was performed on march 19, 2020. Surgeon replaced head and liner. The visual examination showed that the head is not fractured and shows damage and metallic smearing that most likely occurred after the fracture of the liner. Only the liner is fractured, however some pieces are missing and were not received for investigation. As the head is not fractured the reported event cannot be confirmed for this complaint. The fracture of the liner can be confirmed which is handled in complaint (B)(4). The quality records show that all specified characteristics of the head have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this reported issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information which was received on may 13, 2020. D11- medical product: g7 pps ltd acet shell 52e; item#010000663; lot#6629812; ml taper sz12.5 std offset; item#00771101200; lot#64145181; biolox delta cer lnr 36mm e; item#110003634; lot#6548686. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should additional information become available and/or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision due to pain and implant fracture.